Manufacturer narrative:
Device evaluation the returned devices were examined. For the screw: 2 screws were returned with the same lot number, so the identity of the device with reported malfunction cannot be confirmed. Visual inspection revealed that one of the screws had clear damage to the threading of the tulip head, and the other did not. For the closure top: 3 closure tops were returned with the same lot number, so the identity of the device with reported malfunction cannot be confirmed. Visual inspection revealed no clear damage to the threading or drive features of any of the devices. The wear pattern on the bottom of the devices suggest that one of them may not have been fully seated against the rods. The associated rods were also inspected and showed wear patterns of use with the closure tops. DHR review per DHR review, the part was likely conforming when it left zimvie control. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown trauma or patient factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a closure top was found to have backed out of its mating pedicle screw on x-rays taken during a post-op follow-up visit. A small of amount of kyphosis developed around the screw but did not cause any pain for the patient. A revision surgery was subsequently performed to remove the construct because it was no longer needed. This is report two of two for this event.

Event description:
It was reported that a closure top was found to have backed out of its mating pedicle screw on x-rays taken during a post-op follow-up visit. A small of amount of kyphosis developed around the screw but did not cause any pain for the patient. A revision surgery was subsequently performed to remove the construct because it was no longer needed. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report: 3012447612-2023-00023.